Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: device was returned for analysis. The visual and tactile inspection was performed and the device revealed that the section of the spring tip was fractured. The section was not returned. All the outer diameter measurements are within the specifications. The returned device was sent for external (B)(4) analysis. Failure in corewire section occurred due to a fatigue event followed by a two steps bending overload. Spring section presented torsion overload as failure mode. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the tip of the rotawire was damaged. A 330cm rotawire and wireclip torquer was selected to treat a severely calcified target lesion. During preparation, shaping of the device was performed. It was then noted that the tip of the rotawire got damaged when the device was bent towards the opposite side. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed a fracture at the spring tip.